Event description:
A (B)(6) male patient called in to zoll lifecor customer support to report that his belt had gelled. Support requested a download and found no associated automatic events. The patient received a replacement electrode belt.

Manufacturer narrative:
A specific cause could not be identified with the information provided for investigation. Control recovery from the time of the event was within specification. The issue was most likely caused by a pre-analytical issue as it is assumed the quality of the used sample material was not appropriate to the system manufacturer's expectations. Insufficient centrifugation, bubbles on top of sample and gel, fibrin or dirt inside sample tube wall or in sample were identified as possible problems with sample preparation by the customer. No adverse events were reported.

Event description:
User received discrepant magnesium results for one patient sample. Initial result gave 0.3 mg per dl and was reported. The result was questioned by lab staff and repeated on another module at customer site, which gave 1.9 mg per dl and was believed to be the correct result. A corrected report was issued showing magnesium 1.9 mg per dl as the result. User stated "she does not know if any treatment was administered based on the erroneous result and she does not know current status of patient." The field service representative found the usm1 mixer out of adjustment to be the cause, and adjusted usm1 mixer. Verified proper mixer operation. Customer performed calibration, controls and precision studies to verify analyzer performance.